Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that the device experienced ECG artifact. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and confirmed the ECG artifact was due to a loose connection. The customer was then informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl has a defective ECG jack that causes noise in the ECG signal. There was no reported patient impact or injury.